Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One guidewire was returned for evaluation. It was noted that the outer coil wire was stretched/unraveled near the distal end. The distal end of the inner core wire was protruding through the stretched portion. Based on these findings, the investigation is confirmed for frayed guidewire. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model unk port implantable port device-guidewire was allegedly stretched and frayed. This report was received from a single source. Of the one event, a patient was involved with no reported patient injury. The patients age, weight and gender were not provided.